Manufacturer narrative:
Sections with additional information as of 12-may-2021. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lots tested and passed. Most likely underline root cause mlc-058 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation - customer declined replacement. Adverse event report is being submitted due to contacting diabetic educator. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 278, 308, 285, 270, 316 and 400mg/dl. The customer¿s expected fasting blood glucose test result range is 140-160mg/dl. The customer feels well and did not report any symptoms. Customer stated she had contacted her diabetic educator when she had obtained the result of 400mg/dl that morning. Customer stated that she was only consuming water for a few days. Customer stated diabetic educator had advised her on the importance of eating. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/28/2021 and test strips have been opened for more than four months (expired). The customer had another vial of test strips that had been stored and handled correctly, lot zx4288s, manufacturer's expiration date of 09/14/2022. During the call, a back to back blood test was performed by the customer fasting and produced test results of 261mg/dl and 265mg/dl using true metrix meter; customer was satisfied with the results obtained. The meter memory was reviewed for previous test result history: (B)(6).